Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Additional information: on 28/04/2023, the returned device investigation was received. Neither visual inspection nor electrical tests revealed any issue that could explain the observed behavior. Thus, further investigation on available files has been requested.

Event description:
Reportedly, during pacemaker replacement on (B)(6) 2023 the previous device was interrogated during the procedure. After continuous use of electrocautery, improperly timed spikes were observed immediately, which appeared to be atrial undersensing. Since the egm was not displayed, it was impossible to measure the sensing pulse wave and threshold. Another programmer was used with the same result. It was possible to change the programming of the device to vvi 40 but it seems to pace with 60-70 bpm anyway. The leads were tested by using a analyzer system. After the new pacemaker was connected, this one could be interrogated and tested without any problems. Reply dr was suspected to have switched to standby mode for some reason.

Event description:
Reportedly, during pacemaker replacement on (B)(6) 2023 the previous device was interrogated during the procedure. After continuous use of electrocautery, improperly timed spikes were observed immediately, which appeared to be atrial undersensing. Since the egm was not displayed, it was impossible to measure the sensing pulse wave and threshold. Another programmer was used with the same result. It was possible to change the programming of the device to vvi 40 but it seems to pace with 60-70 bpm anyway. The leads were tested by using a analyzer system. After the new pacemaker was connected, this one could be interrogated and tested without any problems. Reply dr was suspected to have switched to standby mode for some reason.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker replacement on (B)(6), 2023 the previous device was interrogated during the procedure. After continuous use of electrocautery, improperly timed spikes were observed immediately, which appeared to be atrial undersensing. Since the egm was not displayed, it was impossible to measure the sensing pulse wave and threshold. Another programmer was used with the same result. It was possible to change the programming of the device to vvi 40 but it seems to pace with 60-70 bpm anyway. The leads were tested by using a analyzer system. After the new pacemaker was connected, this one could be interrogated and tested without any problems. Reply dr was suspected to have switched to standby mode for some reason.